Event description:
It was reported the patient experienced a shocking or jolting sensation at the neurostimulator site. The adverse event occurred about one week prior to the date of the event was reported. There was no known accident or incident related to this complaint. The patient only felt this sensation following a position change or palpitation of the pocket. The patient was seen by the manufacturer representative. Impedance measurements were normal. Additional information has been requested from the hcp, but was not available as of the date of this report.